Manufacturer narrative:
The complaint device has been returned for evaluation. Ascent is in the process of obtaining additional information such as procedure date and item information. Once an investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that "the device arced from the junction where it connects to the handle." Due to the patient's size, the physician opened up the patient to determine if any injury had occurred. There was no injury or burn found and the patient recovered successfully.

Manufacturer narrative:
The device was processed through an insulation test. Per procedure, the insulscan alarmed at the proximal and distal ends of the scissor tip. Since it did not alarm any other place on the scissor tip, the device passed testing. The device was also visually inspected which determined that there was a jagged edge on the proximal end of the sheathing. The jagged edge of the sheathing potentially exposed more mental than other visually inspected devices. It was determined that the primary cause for failure is that the device was not intended for electrosurgical use and therefore using it with electrical current was considered off-label use. Ascent's instructions for use has been updated to include, "this device is not indicated for electrosurgical use." This is the first reported complaint ascent has received for this complaint issue.